Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button. Customer's blood glucose level was not reported. They were unable to clear the alarm. The center button stopped being responsive and it was stuck down. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed displacement test and self test. All buttons functioning properly. No damage in the keypad assembly noted. The connector on the printed circuit board was inspected and properly connected. Unit received with cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.